Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the blade misaligned with the nail during insertion and part of the blade was chipped. The surgery was completed with a different blade with a reported delay of 5 minutes. The broken piece of the device may have remained in the patient body. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. The lot number reported in the complaint report is unable to be verified, lot 8953462. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.